Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation.

Event description:
Type of procedure: laparoscopic oophorectomy. Event description: per the customer, "we had 1 that didn¿t work properly , I have that I can return." Product available for return. Additional information was received via email on 15feb2022 from [name], receiving/distribution supervisor brookings health system the procedure being performed was a laparoscopic oophorectomy. There was no patient injury, the case was completed with a new device. A laparoscopic grasper was used to hold the ovary for manipulation to remove from the body cavity. The bag did not deploy properly, when deployed it completely came off the prongs. The prongs were exposed inside the patient. There was only one attempt to advance the actuator in which the bag came off instead of unraveled. Product is available for return. Patient status: no patient injury. Type of intervention: another unit was opened to grab specimen and worked just fine.

Event description:
Type of procedure: laparoscopic oophorectomy. Event description: per the customer, "we had 1 that didn¿t work properly , I have that I can return." Product available for return. Additional information was received via email on 15feb2022 from [name], receiving/distribution supervisor [facility]. The procedure being performed was a laparoscopic oophorectomy. There was no patient injury, the case was completed with a new device. A laparoscopic grasper was used to hold the ovary for manipulation to remove from the body cavity. The bag did not deploy properly, when deployed it completely came off the prongs. The prongs were exposed inside the patient. There was only one attempt to advance the actuator in which the bag came off instead of unraveled. Product is available for return. Patient status: no patient injury. Type of intervention: another unit was opened to grab specimen and worked just fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of exposed metal prongs, the bag was detached from the metal supports. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the exposed metal supports based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction was made to h6- component codes by changing 504 - prong to 553 - bag.